Manufacturer narrative:
The insulin pump was received with critical pump error (open book) and unable to download due to moisture damage on the electronic assembly. Unable to verify sensor updating alert and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Pump received with serial number label fading.

Event description:
The customer reported via phone call that their insulin pump's serial number had faded and not readable. Customer also reported sensor issues like bleeding at insertion site, getting alert to changer sensor and sensor updating. The customer¿s blood glucose level was 205 mg/dl at the time of the incident and 104 mg/dl at the time of the call. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.